Event description:
The user facility reported the 110-4l catheter malfunctioned. The resident physician zeroed the catheter prior to insertion. The catheter was inserted as per instructions. Within a 24 hour period, the catheter presented error readings, which did not correlate to the clinical findings. When the catheter was removed, it appeared to the surgeon that the fiber optic may have been broken. No pt injury was reported. This was third occurrence with this particular resident physician. The first two incidents occurred with the use of 110-4b and have been logged as complaints.